Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm . It was reported on the same date, CT imaging confirmed the presence of a unknown type endoleak. The sponsor assessed the unknown endoleak as being possible related to the index procedure and device. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c146e, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4) ; product ID: etlw1620c146e, serial/lot #: (B)(6), ubd: 19-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the endoleak identified on completion angiography at the end of the index procedure was confirmed as type ii endoleak with an undetermined subtype. No patient complications have been reported as a result of this event. Additional information received shows that there is no information to reasonably suggest that the devices in this report may have caused or contributed to a death or serious injury or that the devices in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.